Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient's device is at ifi = yes and the patient feels the top of the vns battery rubbing against the clavicle and causing some pain. The patient was referred to get the battery replaced as interrogation suggested the battery would be nearing end of service soon, per the physician. Per the physician, this should also address the pain the patient is experiencing from the device rubbing against the clavicle. Follow up with the physician found that the pain was simply "mentioned" in the notes and was not occurring with stimulation. The physician stated that he noted the pain in the notes for the surgeon's sake so that they could consider repositioning the device. No other information was provided. Surgery is likely, but has not occurred to date.

Event description:
An implant card was received on (B)(6) 2013, indicating the vns generator was replaced on (B)(6) 2013 due to battery depletion. The explanted device will not be returned, per the facility. No other information was provided.